Manufacturer narrative:
Two lens cases that contained four lenses were received. Two sealed blisters were received. The parameters of the four lenses were measured and a visual inspection was performed. The lenses meet company standards for base curve, center thickness, and diameter. A visual inspection revealed that one lens was torn, one lens had excess lens material, one lens had a hole and one lens had no abnormalities. The solution was also tested from the two sealed blisters; the ph and conductivity were in specification. (B)(4).

Manufacturer narrative:
(B)(4). (B)(6).

Event description:
On (B)(6) 2016 a patient (pt) called our affiliate in (B)(4) to report that ¿a month ago he/she used 4 lenses that became full of a protein substance, which gave the pt an ulcer on his/her od.¿ the pt reported that he/she went to the hospital and was given eye drops. The pt also reported that he/she was new to the lenses, but did a trial for about 10 days with no issues. It was reported that the pt was wearing acuvue2 brand contact lenses. The pt reported that he/she wears the lenses for ¿about 2 weeks or sometimes more.¿ the pt reported that he/she does not sleep in the lenses. On (B)(6) 2016 a call was placed to the pt who reported od discomfort, redness and irritation upon insertion of a ¿fresh pair of acuvue2 lenses.¿ the pt reported that he/she saw an eye care provider (ecp) and was originally told he/she had ¿allergies.¿ the pt reported that he/she tried a second pair of new lenses from the box, but continued to experience similar symptoms. The pt reported that he/she went to an ecp at the end of (B)(6) 2016 and reported a diagnosis of a ¿small corneal ulcer.¿ the pt reported that he/she was given erythromycin ophthalmic solution 1 drop od every 3 hours for 4 days; then every 12 hours for 1 week; vigamox ophthalmic solution 1 drop od every 3 hours for 4 days; then every 12 hours for 1 week; and systane drops every 3 hours for 4 days; then every 12 hours for 1 week. The pt reported that the od corneal ulcer resolved. On (B)(6) 2016 a call was placed to the pts treating ecp who reported that the pt was diagnosed with keratitis on (B)(6) 2016, but the pt had not been discharged. The representative at the ecp¿s office reported that the pt had an additional follow-up visit. On (B)(6) 2016 an email was received from the pt with ecp clearance for the pt to return to contact lens use. No additional medical information has been reported. The suspect product was discarded. A lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot l002hm7 was produced under normal conditions. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.